Manufacturer narrative:
The following additional information was provided by the customer: "the patient did die after treatment." Since no device related malfunction could be confirmed during investigation and no systemic issue could be determined no corrective action will be performed at this time.

Event description:
(B)(4)

Manufacturer narrative:
The abnormal observed high pressure could absolutely be associated to the following factors: the priming of the hls set was performed for a specified timely period in preparation of the patient treatment. This could play a role , if the storing of the hls set in a filled condition lasts for several days. This is partially conflicting with the actual used IFU: "calibrate external and integrated pressure sensors before use", "carry out the calibration for each pressure parameter of the integrated pressure sensors", "for calibrating the integrated pressure sensors the system must be free of liquids. Therefore carry out the calibration before priming the set." The during the preparation and the connection to the patient rested pressures, which will be intensified by the necessary clamping of the tubing lines as well as by the hydrodynamic conditions within the tubing circuit, were leading to the inclusion and manipulation of the pressure conditions or rather pressure measurement, but without showing the actual present pressures rudimentary. The statement that the pressure measurement system cannot be opened to the atmosphere is correct, but a recalibration of the filled tubing set could have been performed during the described situation in a pinch. By corresponding clamping and short term zero flow an calibration could be obtained. Discrepancies of 15 - 20 mmhg to the actual pressures are manifested for this kind of calibration,but offers an approach and increases the possibility to make a realistic conclusion of the system condition anyway. Based on the event information (flow reduced from 4 to 2 l/min) it could be concluded at this time that according to the above mentioned situation a relative high system pressure during the preparation was included into the circuit. By the fact that the into the hls module included rf32 is depending of the preload and afterload, the reported reduced hydrodynamic performance is plausible. Based on this the most probable cause of the reported failure was a not performed pressure calibration. The cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. This failure was determined to be the first of its kind (due to this information no systemic issue could be determined) and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
The customer stated that shortly after initiating support the delta pressure rose to +400 mmhg during support. At set up, the customer stated that the transducers were not able to be zeroed to atmosphere as the unit was previously primed. Regardless, the customer attempted to zero the pressures while the set was filled with solution before initiating support. During support, the flows dropped from 4.0 to under 2.0 lpm with an accompanying drop in part and pven. The pint rose to +400 mmhg. No affect to the patient was reported. The customer stated that the hls would be saved for inspection. (B)(4).